Event description:
It was reported that a patient underwent a right inferior pulmonary vein (ripv) ablation procedure with a vizigo and poor irrigation flow, as well as thrombus was confirmed. During ablation, about 40 minutes after insertion into the patient's body, the base of the vizigo short side port bent due to catheter rotation, causing poor irrigation flow for about 5 to 10 times during the procedure. Also, when blood was aspirated from the vizigo short side port, thrombus was confirmed. There was no defect in the sheath itself, so whenever the irrigation flow became poor and the hospital¿s irrigation pump alarm sounded, they resolved the issue by relieving the bending or entanglement of the vizigo short side port. The physician pointed out that the thrombus may have occurred due to poor irrigation, and also commented that it was fortunate the thrombus was ultimately detected because of the varipulse error (code 503 ¿electrode 10 impedance too high¿ was displayed). There was no error noted from the irrigation pump. While checking the varipulse for an impedance error, the physician coincidentally confirmed that a thrombus was pulled from the vizigo. After it was first discovered, whenever the irrigation flow worsened, the hospital irrigation pump sounded an error alarm. Since there was no defect in the vizigo sheath itself, when the irrigation flow became poor and the hospital¿s irrigation pump alarm sounded, the physician resolved the issue by correcting the bending or entanglement of the vizigo short side port. No catheter was involved in the occlusion/irrigation issue. There was no issue related to temperature and flow on the catheter. The patient was anticoagulated and the activated clotting time (act) was maintained 350 seconds over. Because the act was 330 seconds at the time of the varipulse catheter insertion, medication was given prior to ablation to raise the act 350 seconds over, and it was thereafter maintained to not fall below 350 seconds. Irrigation rate was 4ml/min after the catheter insertion. 30ml/min after the ablation started. Heparinized normal saline was used. The patient has not exhibited any neurological symptoms since the procedure was completed. The procedure was completed without adverse patient consequence. The high impedance issue is not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 16688440 number, and no internal actions related to the complaint were found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).